Event description:
It was reported that the patient experienced a cardioversion due to atrial fibrillation. A micro dislodgement was suspected. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.